Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Manufacturer narrative:
After cleaning the sample probe, the customer had no further issues. The field service engineer (fse) cleaned the dilution vessel, sipper, and vacuum nozzle. The fse replaced the sample probe, the pinch tube, and the sipper tube. The customer performed repeatability testing and ran calibration and qc. The investigation is ongoing.

Event description:
The initial reporter questioned the results for "several" patient samples tested for ise indirect na, k for gen.2 on a cobas 8000 ise module. The following are examples of discrepant results for 5 patient samples. Patient 1 initial na result was 158 mmol/l. The repeat result was 143 mmol/l. The initial k result was 4.61 mmol/l. The repeat result was 4.09 mmol/l. Patient 2 initial na result was 158 mmol/l. The repeat result was 139 mmol/l. The initial k result was 4.42 mmol/l. The repeat result was 3.62 mmol/l. Patient 3 initial na result was 159 mmol/l. The repeat result was 141 mmol/l. The initial k result was 4.48 mmol/l. The repeat result was 3.77 mmol/l patient 4 initial na result was 156 mmol/l. The repeat result was 140 mmol/l. Patient 5 initial na result was 160 mmol/l. The repeat result was 142 mmol/l. The k electrode lot number was m43_2022 with an expiration date of 30-aug-2023. The na electrode lot number was g21_2022 with an expiration date of 20-nov-2023.